Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device by quality engineering, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to the device being side loaded when used with the impactor which is not what the device was designed for or it had been dropped which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the adapter device was broken. During in-house engineering evaluation, it was determined that the device t-handle was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.